Event description:
Olympus was informed that a pt developed an allergic reaction in the area of where the colonoscope was used. No add'l info was provided. Olympus followed up with the user facility to obtain add'l info with no results.

Manufacturer narrative:
The device was not returned to olympus for eval. The user's experience cannot be conclusively determined. If add'l and significant info becomes available at a later date, this report will be supplemented.